Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a red heart alarm. The log file was reviewed, and it was noted that throughout the log file there were many events of high power (increased to 17.8 watts, with a pulsatility index as high as 21.8. It was also noted that there were low speed, low flow and pump stoppage events with the high powers throughout the log file. It was also reported that the system controller got hot. The patient remained asymptomatic during the event. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
The pump was not returned for evaluation. A full examination of the pump could not be conducted because the pump remains in use supporting the patient. The system controller was returned for evaluation, and the reported alarms were confirmed based on the analysis of the data recorded in the submitted log file and the log file downloaded from the system controller when it was returned. Review of the log files revealed multiple speed instability and several pump stoppages. The log files also captured elevation in pump power up to 17.8 watts and high pulsatility index values as high as 21.8. A low speed hazard, a low flow hazard and low speed operation alarms accompanied these events. It was also noted that these events were captured while the patient was connected to the power module. The system controller was functionally tested and was found to operate as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. There was no device related issues found during the investigation. The root cause of the atypical events recorded in the log files was unable to be determined. In addition, there was no heat related issue observed during the evaluation of the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.